Manufacturer narrative:
The bur subject to this event was returned for evaluation. It was visually confirmed that the bur was broken. Evaluation of the associated attachment in this event (B)(4) observed that upon disassembly, there was debris in the nose tip and the bearings were corroded. Corrosion may have caused the bur to break off in the device.

Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.